Event description:
Dependent patient c/o oversensing resulting in inappropriate therapy and pacing pauses. Patient loses consciousness then shock is delivered. Medtronic lead extender was used with competitor lead, after both were replaced no further sensing issues were observed.